Manufacturer narrative:
(B)(4). Concomitant devices - biomet series a standard patella 34mm catalog #: 184766 lot #: 938860, vanguard posterior stabilized open interlok femoral component right 62.5mm catalog #: 183106 lot #: 941500, vanguard posterior stabilized tibial bearing 10mm x 71/75mm catalog #: 183640 lot #: 855200. The complainant has indicated that the product is not available to be returned to zimmer biomet for instigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and tibial loosening approximately five (5) years post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes noted that the tibial component was loose and easily removed while the femoral and patellar components were found to be well-fixed. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.